Event description:
It was reported that the patient experienced a shocking/jolting sensation. It was also stated that the patient experienced unspecified problems with the implant "from the start." No further details, patient symptoms or outcome were provided. Additional information was requested but not received at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).